Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of ttheir peritoneal dialysis therapy. Reportedly, the home pt stated that they may have pressed go to start therapt prior to connecting their transfer set to the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by seting up with new supplies. No pt injury or medical intervention was associated with this incident per home pt.